Event description:
The customer reported via phone call indicating that the insulin pump had a cosmetic damage. Customer's blood glucose was 400 mg/dl. The customer was treated with the insulin pump. Customer stated that the reservoir compartment is cracked. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. Unit had broken reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads.